Event description:
Healthcare professional reported right side capsular contracture, baker grade IV with pain on mobilization and small peri-implant collection thin layer. The device remains implanted.

Manufacturer narrative:
Continued e1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; "small peri-implant collection thin layer".